Event description:
It was reported that the driver tip was cracked lengthwise. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual and optical examination revealed hairline cracks at corners of internal hex 180 degrees apart from the other. The location and direction of the tip cracks are consistent with bend stress overload. Instrument torque mechanism functionally evaluated; torque readings were taken and determined avg torque reading to be approx 100.9 in/lbs., which is outside of print specification; with all individual torque readings outside of print specification, with the individual readings ranging from 96.9 to 106 in/lbs (torque specification 80 +/- 8in/lbs). A review of the device history records did not identify any applicable nonconformance to specification.